Manufacturer narrative:
(B)(4): the plate has been returned to the MFR for eval. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to spec.

Event description:
It was reported during a revision surgery to reposition c6 bone screws of the cervical plate that the plate was broken. The plate was removed and replaced. No additional complications were reported.